Event description:
Additional information was received from a family/friend of the patient. They reported that they are currently stuck in puerto rico and wondering if there is someone there who could look at the patients device. The caller stated the therapy is working great for the patient's symptoms. They reported that the patient is still dealing with pain at the ins site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-06-19 (B)(4) (con):information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient felt like they were paralyzed from the waist down and also that they had numbness from waist down. The further stated that their health care professional turned the device off. It was further reported that the patient felt pain where the ins was put , in their back , all through her neuro system and her neck and bother sides of their arms all the way to the head" like a sharp pain all this time". Their health care professional did a cat scan and everything was negative and as such they have no answers to what is causing the issues. It was also stated that patient has been in rehab which has helped some, but she is still in a wheel chair and cannot move their legs or walk and their heart rate has been elevated. It was also reported that the patient has been in ICU in the hospital and would not be able to get out until it is resolved somehow. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.